Event description:
It was reported that the patient was having fainting spells and not feeling well. The patient does not see her cardiologist any longer. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.